Manufacturer narrative:
The patient remains on-going on vad support and no further issues have been reported. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a specific cause for the reported renal failure could not be determined. The patient had a previous reported event of renal failure in (B)(6) of 2013, and dialysis was started on (B)(6) 2013 (reference the manufacturer¿s medwatch # 0002916596-2013-01416). Following the event, the patient remained ongoing on lvad support until expiring on (B)(6) 2014 (reference the manufacturer¿s medwatch # 2916596-2015-00540). The pump was not explanted therefore it is not available for evaluation. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The clinician at the hospital reported that the patient was readmitted for renal failure and started on dialysis. The patient's renal failure was an acute kidney injury. No further information is available at this time.